Manufacturer narrative:
No product will be returned. The photo provided by the customer shows a bulge/ballooned in the silicone segment tubing near the upper portion of the upper fitment. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
The customer notified bd a balloon in the pumping segment. Although requested, there were no further details or information provided and no report of harm.